Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20697. Further follow up received identified prior to the explant (december 2015) the patient also experienced overstimulation due to lead being twisted and migrated. The patient turned down the stimulation after experiencing other unrelated health issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20697. It is unknown which lead is related to the issue. Therefore all the possible devices are being reported. It was reported the patient ((B)(6)) experienced loss of stimulation due to the lead migration ( date of event unknown). Consequently, the patient underwent surgical intervention to reposition the lead. However, the physician was unable to advance the lead to the required position. As a result, the scs system was explanted ( explant date is unknown).